Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged cough and headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough and headache related to CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Unknown dust-like contamination at the air-inlet of the blower. Dust-like contamination on top, bottom and inside of the blower box, blower motor and blower motor seal. Slight black contamination consistent with keratin at the air outlet of the blower box. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.